Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-06070. Follow up information identified the physician explanted and replaced the patient¿s ins. The physician also explanted and replaced the patient¿s lead. Postoperatively, effective therapy was restored.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-06070.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-06070. It was reported the patient experienced ineffective stimulation. It was discovered the vertebral level l3 lead was turned off and was unable to be turned back on. Diagnostics revealed low impedances on the l3 lead, but the physician feels the implantable neurostimulator (ins) may be causing the patient¿s issue. As a result, the patient may be awaiting surgical intervention.